Manufacturer narrative:
Vyaire file identification: pc-(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and a performance test was completed on the unit. The unit performed to meet all manufacturer specifications after. A calibration was also completed for verification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was auto-cycling. The customer confirmed that there was no patient involvement associated with the reported event.